Manufacturer narrative:
A tripped trend review was conducted for the reported complaint and libre reader, no trends were identified that would indicate any product related issues. All pertinent information available to abbott diabetes care has been submitted.on the previous initial submission (2954323-2023-14779) section(s) h10 - additional mfg narrative trend portion was incorrectly documented.

Event description:
A battery/no power issue was reported with the abbott diabetes care (adc) device reader. Customer was unable to test due to the reader not powering on with button press or test strip insertion. As a result, customer experienced "glucose was too high", went to the hospital, and was hospitalized for three days for "bladder infection" and "ketone in their blood." While in the hospital, customer received third-party treatment of insulin (type/dose unspecified) by a healthcare professional for a diagnosis of hyperglycemia, and unspecified treatment reported for the "bladder infection" and "ketone in their blood." There was no report of death or permanent impairment associated with this event.

Manufacturer narrative:
The product has been requested back for an investigation. At this time product has not yet been returned and a valid serial number has not been provided. An extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. A tripped trend review was conducted for the reported complaint and freestyle libre sensors, no trends were identified that would indicate any product related issues. If the product is returned, a physical investigation will be performed and a follow-up report submitted. The date of event is unknown. The date entered is the date abbott diabetes care became aware of the event. The device mfg date is unknown. The date entered is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.